Event description:
It has been reported to philips that system did not turn on and was stuck in a reboot loop. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, upon troubleshooting, fse discovered that the hard disk drive (hdd) was faulty and was unable to observe the host boot up even after a hdd replacement. Therefore, fse replaced host pc, installed drivers, and updated software which restored the functionality of the system. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.